Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the guidewire bent during insertion into the cannula and it was not possible to proceed." The device was removed and the user changed to a new set to complete the insertion. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "the guidewire bent during insertion into the cannula and it was not possible to proceed." The device was removed and the user changed to a new set to complete the insertion. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Section d.1.-brand name corrected to arrow arterial cath set: 18 ga x 12cm. Section d.4.-catalog# corrected to sac-01218. Section d.4.-lot# corrected to unknown. Section d.4.-expiration date corrected to unknown. Section d.4.-UDI# corrected to (B)(4). The customer returned one, guide wire for analysis. No obvious signs of use were observed. The needle involved with this complaint was not returned. Visual analysis revealed that multiple kinks and offset coils at the location of the kink along the body towards the distal end which confirms the customer report. Microscopic examination confirmed the damage. It was also noted that the distal and proximal welds were full and spherical. The kink on the guidewire measured 30.5mm from the proximal weld. The guidewire total length measured 337mm, which is within the specification limits of 331mm - 339.8mm per the guidewire product drawing. The guidewire outer diameter measured 0.628mm, which is within the specification limits of 0.610mm - 0.635mm per the guidewire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or guide wire." Guidewire was inserted through a lab inventory 18ga introducer needle. Resistance was encountered at the location of the kink; however, all functional sections of the guidewire passed with no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. No evidence of unraveling was observed. The IFU provided with the kit informs the user, "use care when removing spring wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide". The report of a kinked guidewire confirmed through complaint investigation of the returned sample. Visual analysis revealed kinks and offset coils along the guide wire; however, the needle from the reported event was not returned. The guide met all relevant dimensional and functional requirements. Based on these circumstances, the appearance of the kinking seems consistent with unintentional use error due to undue force; however, this cannot be confirmed without the needle also returned for analysis. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature